Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a mode switch was not terminating after 5 paced beats due to the post-modeswitch overdrive pacing. This made it appear that the mode switch lasted 29 minutes. The device remains in use. No patient complications have been reported as a result of this event.